Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. Patient identifiers were not provided. Device identifiers were not provided; therefore, the device history records or complaint history for this device could not be reviewed. A review of the device labeling was completed. Stent malposition is identified in the labeling as a known inherent risk of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are numerous factors that may contribute to a stent being implanted in an unintended location including but not limited to; patient anatomy, patient movement, surgical technique, compromised visualization and operational context. It was noted that this surgeon has done fewer than ten trabecular micro-bypass stent cases. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary (B)(4).

Event description:
The surgeon reported that he was unable to visualize the stent post-operatively. The surgeon is unsure if it was "flushed out during I/a" during the initial surgery or if it is still in the patient's eye. The stent could not be visualized in the trabecular meshwork, and is possibly in the iris root. Additional information will be requested.